Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message after loading a cartridge. Reportedly, the cartridge was filled with "almost" 500 units of insulin. The customer's blood glucose level was 120 mg/dl. Reportedly, the customer loaded a new cartridge successfully and resumed insulin delivery.